Event description:
It was reported that during intervention, catheter was stuck on guide wire occurred. The target lesion was located in the right posterior tibial artery. The physician tried to get the 3.0 x 60, 135cm mustang balloon catheter down to the lesion over a .035 non bsc guide wire. However, the balloon could not passed the patient's superficial femoral artery (sfa) and the balloon was stuck on the .035 non bsc guide wire in the sfa. He pulled it out, used a non-bsc catheter and put it over the non bsc guide wire. They completed the procedure with a 014 non bsc balloon catheter. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during intervention, catheter was stuck on guide wire occurred. The target lesion was located in the right posterior tibial artery. The physician tried to get the 3.0 x 60, 135cm mustang balloon catheter down to the lesion over a .035 non bsc guide wire. However, the balloon could not passed the patient's superficial femoral artery (sfa) and the balloon was stuck on the .035 non bsc guide wire in the sfa. He pulled it out, used a non-bsc catheter and put it over the non bsc guide wire. They completed the procedure with a 014 non bsc balloon catheter. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. A visual examination of the entire device identified no kinks or damage along the entire length of the shaft. An examination of the tip section of the device found no issues. As part of the device analysis a 0.035inch size guidewire was inserted through the tip and wire lumen with no resistance noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).